Event description:
Found during routine inspection. Caller reported that device's therapy connector needed replacement. A damage therapy connector could cause the device to delay or fail to deliver defibrillation therapy to a patient.

Manufacturer narrative:
The physio-control provided technical assistance and parts information to repair device's therapy connector.